Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had my hysto last year to remove') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed in 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had my hysto last year to remove') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced sciatica ("sciatica left hip then started lower back pain then leg"), depression ("depression") and neck pain ("neck pain"). The patient was treated with surgery (hysterectomy). Essure was removed in 2017. At the time of the report, the medical device removal, sciatica, depression and neck pain outcome was unknown. The reporter considered depression, medical device removal, neck pain and sciatica to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media:depression, medical device removal, neck pain and sciatica. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2020: social media received: reporter added, event added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had my hysto last year to remove') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced sciatica ("sciatica left hip then started lower back pain then leg"), depression ("depression") and neck pain ("neck pain"). The patient was treated with surgery (hysterectomy). Essure was removed in 2017. At the time of the report, the medical device removal, sciatica, depression and neck pain outcome was unknown. The reporter considered depression, medical device removal, neck pain and sciatica to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media:depression, medical device removal, neck pain and sciatica quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 1-may-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.